Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to inadequate vaulting. The lens was exchanged for a larger lens on (B)(6) 2016 and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. Visual inspection found no visible damage to lens. Work order search: no similar complaints were reported for units within the same lot. Corrected data: correct diopter -10.5/+4.0/093. (B)(4).